Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient system was auto reducing, and upon further investigation system diagnostics recorded high impedances on the right t12 lead. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the right t12 lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.